Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The biomedical technician (biomed) from a hemodialysis (hd) user facility reported finding burn damage on a fresenius 2008t machine component. The machine was being evaluated for a flow error. During the evaluation, the biomed noticed a burning smell coming from the machine. The machine was moved from rinse mode into dialysis mode and the flow error reappeared. The biomed took the panels off the back of the machine and the burning smell became stronger. Upon further evaluation, the smell was traced to the balancing chamber where valve 34 appeared burnt and melted. The biomed replaced valve 34 as well as the wiring harness that connects the valve to the lower distribution board. After replacing these parts, the flow error went away along with the burning smell. The biomed had also replaced the actuator board. There were no signs of smoke, sparks, or flames. There were approximately 11,910 hours on the machine at the time of repair. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. After the repair was completed, the machine was returned to service and there have been no further issues. The replaced parts were not available to be returned for evaluation as they were reportedly discarded. Photographs of the burnt valve were also not available. There was no patient involvement associated with the reported event.